Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The quality of the bone encountered was not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, incorrect surgical technique during the knotless mechanism conversion process, and/or excessive force applied during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20th october 2025, it was reported by an arthrex employee via email that for an ar-3636-1, knotless 1.8 fibertak® soft anchor, gen2, with #2 suture, qty. 1, the 1.8mm fibertak knotless mechanism failed to work and the shuttling sutures did not run inside the mechanism. This was detected during an unspecified procedure on (B)(6) 2025. The procedure was completed successfully as another anchor was opened and worked successfully.